Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer resumed insulin delivery without addressing the cause of the alarm. Customer's blood glucose level was impacted. During system check with tandem technical support, an occlusion alarm occurred at the cartridge level. Customer reported leaving vial of insulin in the car for an hour or more several times per week.

Manufacturer narrative:
The tandem t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.